Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica crm (dated oct 29, 2009), sorin in filing this MDR at this time. The device associated to this complaint was not returned to the MFR, so no device analysis was performed. However, device history records for the device and its labels were reviewed. Device history records reveal that the labeling applied to the outer box of the packaged device contained an error. As indicated in the report from the physician and confirmed on the labeling specification, the length of the device indicated on the top and side of the box are different, 59 cm and 52 cm, respectively. The appropriate labeled dimension is 59 cm. The subject labeling related error was associated to the label used for the packaging of non-us devices. The similar label for devices sold in the united states was correct.

Event description:
Prior to any implant attempt of the subject device, the physician identified a labeling error: the length of the lead reported on the side of the device packaging is not the same as the one reported on the top (52 cm on the side and 59 cm on the top). The physician decided to keep the lead for implantation.